Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was discarded by the hospital. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. There are multiple issues - both product related and non-product related - that may extend the time the patient is on cardiopulmonary bypass. The rate of certain complications can increase with an extended cardiopulmonary bypass time. In this case, the surgeon explanted the 23mm pericardial aortic valve at implant due to a perivalvular leak and replaced it with a 21mm valve. It was reported that an explant at implant led to an extended pump run and a coagulopathy that required treatment. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The explant at implant was confirmed via medical records. Medical records confirmed the reason for explant was pvl. Annular calcification, a well-known risk factor for the development of post-operative pvl, may affect proper seating of the valve after debridement. Technique related factors, such as incorrect valve sizing, improper valve seating at implant or improper securement of the nadir sutures, may also contribute to the development of pvl. Finally, anatomical factors like excessive annular or subannular calcification may also contribute to difficulties seating the bioprosthetic valve in the annulus with a resultant pvl. As the device was not returned for evaluation, the root cause for the event cannot be conclusively determined. However, the cause of the pvl appeared to be most likely related to the surgical implant technique and patient related factors. The information does not suggest that there was a device related cause to the observed pvl. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 23mm pericardial aortic valve was explanted at implant due to a perivalvular leak. The explanted device was discarded and replaced with a model 21mm pericardial aortic valve. Per obtained medical records, the (native) aortic valve was severely calcified with calcifications around the annulus, under the annulus, and into the lv outflow tract. It required debridement into the lv outflow tract and along the left and right leaflets. This was an extensive debridement. Initially, a 23mm valve was attempted to be used but it could not seat properly along the left coronary cusp and a perivalvular leak was noted. Therefore, the 23mm valve was removed and a 21mm valve was used. At the endo of the case, the lv function was intact and the valve was noted to be seated nicely and did not show a leak. The patient was weaned from cardiopulmonary bypass and the protamine was given. Because of the long pump run, platelets were also given. The patient did appear to have a coagulopathy and required several repair stitches at the aortotomy. Again, because of his pump run and because of his difficulties with clotting, a half dose of factor vii was given again with the diagnosis of acquired coagulation factor deficiency. As the bleeding improved and the coagulopathy resolved, the chest was then irrigated. The patient returned to the ICU in critical condition. The patient was also reported to have complete heart block post-operatively that required a pacemaker. The patient progressed and was discharged to home on post-operative day eight (8).